Manufacturer narrative:
The incident will be investigated via the machine log files as no product will be returned for investigation.

Event description:
During a removal of oil, there were multiple changes between bss and air to washout and ensure that no oil remained. When going from air back to bss the infusion had turned off, causing the eye to go soft. The scrub nurse turned on irrigation on the screen. Patient harm did not occur.

Manufacturer narrative:
In regard to this event logfiles were provided for review. Review of the logfiles did not lead to a clear conclusion regarding the cause of the reported adverse event. No error codes were logged. No additional information was obtained that supported the identification of the cause of the reported event. Review of the complaint database indicated that no similar or repeat failures have been logged on the eva surgical system subject to this complaint until today. Unfortunately the investigation findings did not lead to a clear conclusion about the (root) cause of the reported adverse event. However, since no repeat failures have occurred, the reported event is unlikely attributable to a defect of the eva surgical system subject to this event. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident.

Event description:
During a removal of oil, there were multiple changes between bss and air to washout and ensure that no oil remained. When going from air back to bss the infusion had turned off, causing the eye to go soft. The scrub nurse turned on irrigation on the screen. Patient harm did not occur.

Manufacturer narrative:
With regards to this event logfiles were received for review. Logfiles review did not reveal any anomalies. The logfiles indicate that when starting the surgery, the gui was used to turn on the constant irrigation function. During the rest of the surgery, the constant irrigation function was turned off and on several times by using the pedal button. When the constant irrigation function is turned on or of this is indicated on the gui. Use of the constant irrigation function is described in the eva instruction manual, section 8.1.2 general irrigation controls and appendix 4. A DHR review did not reveal any anomalies. No corrective or preventive actions can be implemented until the investigation has been completed. The investigation findings currently do not lead to a clear conclusion about the cause of the reported adverse event. Further information will be requested at the customer. Therefore, the investigation is ongoing.

Event description:
During a removal of oil, there were multiple changes between bss and air to washout and ensure that no oil remained. When going from air back to bss the infusion had turned off, causing the eye to go soft. The scrub nurse turned on irrigation on the screen. Patient harm did not occur.

Manufacturer narrative:
The incident will be investigated via the machine log files. No corrective or preventive actions can be implemented until the investigation has been completed. Logfiles were provided review. Review of the logfiles did not lead to a clear conclusion regarding the cause of the reported adverse event. Therefore, the investigation will be continued.

Event description:
During a removal of oil, there were multiple changes between bss and air to washout and ensure that no oil remained. When going from air back to bss the infusion had turned off, causing the eye to go soft. The scrub nurse turned on irrigation on the screen. Patient harm did not occur.

Manufacturer narrative:
The incident will be investigated via the machine log files. No corrective or preventive actions can be implemented until the investigation has been completed. Logfiles were provided review. Review of the logfiles did not lead to a clear conclusion regarding the cause of the reported adverse event. Therefore, the investigation will be continued.

Event description:
During a removal of oil, there were multiple changes between bss and air to washout and ensure that no oil remained. When going from air back to bss the infusion had turned off, causing the eye to go soft. The scrub nurse turned on irrigation on the screen. Patient harm did not occur.